Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the cap piercer that leaked onto the top of the sample container caps. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, bci field service engineer (fse) found the waste line was blocked. Fse cleared the waste line and cap piercer assembly. The root cause for the leak is due to clogged valve. Patient samples were not affected by this event.

Manufacturer narrative:
(B)(4).